Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the shocks were inappropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise that was being oversensed however, there was no inappropriate therapy as a result. Technical services reviewed the device data and suspects it is due to electromagnetic interference (emi). Additionally, there was myopotential noise and a change in amplitudes. Technical services provided troubleshooting options. Subsequently, this system was explanted and replaced successfully. No additional adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the shocks were inappropriate. No additional adverse patient effects were reported.